Event description:
Customer reported issues with charging the pump more frequently. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions were reported.